Event description:
It was reported that the customer was hospitalized with dka. The customer had a bad virus and it had been several days since customer changed the set. Troubleshooting indicated that the pump was working properly. Explained the two high bg rule and recommended the customer monitor bgs closely.